Manufacturer narrative:
The customer reported that repeat testing was performed to confirm correct results. The customer stated that the measurement cartridge has been replaced and they check the system performance every hour with patient comparisons. They also stated that they delta check patient results and repeat measurements for all sodium results above 150 mmol/l.

Event description:
The customer reported discrepant sodium, potassium and chloride results. There was no report of injury due to this event.

Manufacturer narrative:
Review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The cartridge was returned for evaluation and was installed on an internal instrument. Whole blood samples were run vs a control rp500 instrument and a discordant result was observed on the returned cartridge all qcs were within published ranges. The cartridge was disassembled and the valve seal in the luer mount was found to have a defect. This defect may have caused salt build up in the sample port area which may have contributed to the discordant results.